Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for unknown synex /unknown quantity/unknown lot. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Literature article received: this report is being filed after the subsequent review of the following literature article: knop c., lange zu., reinhold m., blauth m. (2005) vertebral body replacement with synex in combined posteroanterior surgery for treatment of thoracolumbar injuries. Operative orthopade und traumatologie no. 3: 249-280. Austria. The purpose of the study is to evaluate patients for reduction and stabilization of unstable spinal injuries with reconstruction of the anterior column resulting in a permanent restitution of the physiologic spinal alignment, stability and load-bearing capacity. 50 consecutive patients (29 men, 21 women) with an average age of 43 years (20-77 years) were treated with synex from february 1999 - may 2000. The most frequent indication was acute injury (n = 36). The surgical procedure was: combined posteroanterior treatment with: (1) posterior reduction and stabilization with an internal fixator and interlaminar fusion with autogenous bonegrafts; (2) thoracoscopic anterior approach with reconstruction ofthe anterior column with a distractible titanium implant for vertebral body replacement (synex), interbodyfusion with autogenous bone grafts and/or -tricalciumphosphate. Products used were synex, uss pedicle screw system and chronos. Complications reported were: one patient with severe osteoporosis had the bisegmentally inserted synex subsided into the neighboring, cranial vertebral body this report is 4 of 5 items for (B)(4). This report is for an unknown synex that subsided into the neighboring cranial vertebral body associated with this medwatch which is also the same as the determination tree.